Event description:
It was reported via repair work order that the angle sensor was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: part on order.